Event description:
It was reported that the customer experienced high blood glucose levels. The customer used manual injection for connection but blood glucose were still high. Customer is going through puberty.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.